Event description:
It was reported that the physician presented for an implant procedure. It was noted during the procedure that a stylet got stuck in the left ventricular (lv) lead. Attempts were made to remove the stylet fom the lead but the lead tore apart. The lead was therefore cut and removed. The lead was exchanged and a new lead was implanted without any problems. The patient was stable.